Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was noticed by the parents on (B)(6) 2020 the user suddenly stopped responding to sound with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was noticed by the parents on (B)(6) 2020 the user suddenly stopped responding to sound with the device.

Event description:
It was noticed by the parents on (B)(6) 2020 the user suddenly stopped responding to sound with the device. Re-implantation was performed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Explantation was carried out but the device has not been received for investigation yet. This is a final report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was noticed by the parents on (B)(6) 2020 that the user suddenly stopped responding to sound with the device. The user was re-implanted on (B)(6) 2021.